Event description:
The lead migrated and was replaced. It was noted that he was sedentary while his body healed from the surgery. Following the replacement surgery the pt experienced a loss of therapeutic effect. There was a bulging in his back area and a burning sensation in his leg. When reprogramming was attempted, stimulation was only felt when the tip of the lead was programmed but it was in the wrong coverage area. There was no known accident or incident related to this event. The impedance measurements were normal. An x-ray confirmed that the lead had migrated. He will need to have a surgical revision. Add'l info has been requested.

Manufacturer narrative:
(B)(4).